Event description:
I had the essure implanted in 2009. Ever since then, I have gained approx 40 lbs, have severe constant cramping and pain in my abdomen, itchy feet, internal temp changes (hot flashes), constant sweating, and rashes along my inner thighs, under my breasts and in my butt crack.